Event description:
(B)(4). Pain and tingling starting right after essure was placed. Cramps that come and go.. Extremely sensitive stomach/belly. Low back pain.

Event description:
(B)(4). Lot numbers ess305 910508... Was placed (B)(6) 2010.